Event description:
It was reported that a patient illicitly acquired a pca module key and gained access to medication in the pca syringe. No patient harm was indicated.

Event description:
It was reported that two (2) instances occurred in pca module due to non-hospital employees obtaining pca keys on the internet (amazon). There was patient involvement but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.